Event description:
It was reported that during implant, a lead was placed into the multi-lead trailing cable (mltc) and the patient received no stimulation. Impedance values were checked and found to be low. The lead was removed from the mltc and cleaned, but this did not resolve the issue. The lead was replaced and the issue was resolved. Further information obtained indicated that impedance values were found toe be over 4000 ohms on the lead. It was also noted that there was no patient injury. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of lead model 3777, lot # v822628030 showed no anomalies with acceptable continuity and no shorts between circuits. Analysis of stylet model unk, lot # unk showed no anomalies.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Stylet model neu_stylet_acc lot# unk.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.